Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of joint instability, which allowed for wear across the entire superior surface of the tibial insert. Oxidative degradation appears to have been a contributing factor to the wear, delamination, and full-thickness fracture of the tibial insert. The tibial insert may have been packaged in a non-conforming vacuum bag for more than five years before being implanted, which could have contributed to embrittlement of the polyethylene. However, this cannot be confirmed because the serial number was not provided and therefore, the manufacturing data cannot be reviewed. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
H3: pending device return and investigation.

Event description:
As reported, the patient had an initial right tka in 2018. The patient presented 5 years later complaining of knee swelling and pain. The surgeon diagnosed wear of the tibial insert and revision surgery was performed on an unknown date. Breakage and wear was observed in the retrieved tibial insert. No metallosis was found. The surgeon decided there was no problem with the locking mechanism of the tibial tray. All proliferative tissue was removed and the insert was replaced. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 clinical code, problem code, and investigation conclusions